Manufacturer narrative:
Batch review performed on 09 sept 2024. Lot 2009675: (B)(4) items manufactured and released on 01-dec-2020. Expiration date: 2025-11-17. No anomalies found related to the problem. To date, 31 items of the same lot have been sold with other 3 similar reported events during the period of review.

Event description:
At 4 months from the primary, the patient came in reporting pain, due to a dislocation of the competitor head from the medacta liner, and the cause of the dislocation is unknown. The surgeon revised medacta flat liner with a medacta face changing liner and the surgery was completed successfully. A direct anterior approach was utilized in the primary surgery.